Manufacturer narrative:
"Distributor information:(B)(4). Exemption number, e2014005. (B)(4)." Note: an error occurred during submission this report, 2 acknowledgement were received therefore this report re-submitted.

Event description:
The complaint was reported by a customer from (B)(6): on delivery issue.

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The compliant was reported by a customer from spain. Delivery issue.